Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The balloon was being used to post-dilate a stent which had been placed in a calcified and 99% stenotic lesion. The balloon was inflated four times, each time to 18 atm. On the 4th inflation the balloon ruptured. The device was removed and the procedure was completed without any pt complications. The pt's status is reported as "good."